Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges the device is not heating up. No report of patient impact or consequence. Device was replaced with another one.

Manufacturer narrative:
(B)(4). The unit was returned and sent to the manufacturer (pegasus research corp) for evaluation. Pegasus reports that "upon receipt of unit the claim was confirmed. Evaluation revealed that the thermal-fuse was opened and prevented the unit from heating. The thermal-fuse was replaced and the unit operated within specifications. DHR show that the heater was working within specifications at the time of release. The approximate age of the heater is 218 days." Based on the investigation performed, the reported complaint was confirmed. The unit was repaired and returned.

Event description:
Customer complaint alleges the device is not heating up. No report of patient impact or consequence. Device was replaced with another one.